Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the lead was returned with the helix fully extended with tissue visible on it and dried blood in the sleevehead . Helix tests were performed, helix functions were possible. The helix could be fully extended. The helix could be retracted but the tip of helix cannot get in completely due to dried blood in the sleevehead. Dried tissue/body fluid in the sleevehead prevents the helix from retracting, and this is not a lead failure.

Event description:
It was reported that the right atrial (ra) lead dislodged sometime after initial implant. The lead dislodged multiple times during attempted revision. It was noted the helix became increasingly difficult to extend and retract. The decision was made to explant and replace the lead. No patient complications have been reported as a result of this event.